Manufacturer narrative:
A patient experienced ineffective therapy/ high impedance from the l3 lead was reported to abbott. As a result, the patient was programmed using the other lead at l4 to address the issue. Patient is evaluating the new program. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy from the l3 lead. Impedance check revealed high impedance on the l3 lead. As such, the patient was programmed using the other lead at l4 to address the issue. Patient is evaluating the new program.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.